Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 29-year-old female patient who had essure (ess205) (batch no. 508837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included pregnant, hair loss, multigravida and hernia repair nos. Previously administered products included for an unreported indication: depo provera from 2002 to (B)(6) 2007 and ortho evra from 2000 to 2001. Concurrent conditions included overweight, anesthesia, low back pain, surgery herniated nucleus pulposus and lumbar radiculopathy. Concomitant products included labetalol since may 2006, nsaids since (B)(6) 2006 and paracetamol (acetaminophen) since (B)(6) 2006. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and acne ("acne / skin acne"). On (B)(6)2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ heavy bleeding"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain.") And hormone level abnormal ("hormonal changes"), 3 months 29 days after insertion of essure (ess205). On (B)(6)2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6)2007, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), menstrual disorder ("menstrual bleeding"), mood swings ("mood swings"), vulvovaginal pain ("vaginal pain") and alopecia ("hair loss"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), ibuprofen, iron and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2019. At the time of the report, the pelvic pain had not resolved and the genital haemorrhage, menstrual disorder, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, acne, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, hormone level abnormal, vulvovaginal pain and alopecia outcome was unknown. The reporter considered acne, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: on (B)(6)2006: para 4-1-2-4 as per mr. Discripancy noted as per pfs: insertion date: (B)(6)2006. Current weight as of (B)(6)2018: 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Most recent follow-up information incorporated above includes: on 5-may-2020: mr received- lot number was added. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included pregnant, hair loss, multigravida and hernia repair nos. Previously administered products included for an unreported indication: depo provera from 2002 to (B)(6) 2007 and ortho evra from 2000 to 2001. Concurrent conditions included overweight, anesthesia, low back pain, surgery herniated nucleus pulposus and lumbar radiculopathy. Concomitant products included labetalol since (B)(6) 2006, nsaids since (B)(6) 2006 and paracetamol (acetaminophen) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and acne ("acne / skin acne"). On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ heavy bleeding"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain.") And hormone level abnormal ("hormonal changes"), 3 months 29 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2007, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), menstrual disorder ("menstrual bleeding"), mood swings ("mood swings"), vulvovaginal pain ("vaginal pain") and alopecia ("hair loss"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), ibuprofen, iron and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain had not resolved and the genital haemorrhage, menstrual disorder, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, acne, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, hormone level abnormal, vulvovaginal pain and alopecia outcome was unknown. The reporter considered acne, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2006: para 4-1-2-4 as per mr. Discrepancy noted as per pfs: insertion date: (B)(6) 2006. Current weight as of (B)(6) 2018: 205 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included pregnant, hair loss, multigravida and hernia repair nos. Previously administered products included for an unreported indication: depo provera from 2002 to (B)(6) 2007 and ortho evra from 2000 to 2001. Concurrent conditions included overweight, anesthesia, low back pain, surgery herniated nucleus pulposus and lumbar radiculopathy. Concomitant products included labetalol since (B)(6) 2006, nsaids since (B)(6) 2006 and paracetamol (acetaminophen) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and acne ("acne / skin acne"). On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ heavy bleeding"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain.") And hormone level abnormal ("hormonal changes"), 3 months 29 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2007, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), menstrual disorder ("menstrual bleeding"), mood swings ("mood swings"), vulvovaginal pain ("vaginal pain") and alopecia ("hair loss"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), ibuprofen, iron and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain had not resolved and the genital haemorrhage, menstrual disorder, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, acne, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, hormone level abnormal, vulvovaginal pain and alopecia outcome was unknown. The reporter considered acne, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2006: para 4-1-2-4 as per mr. Discrepancy noted as per pfs: insertion date: (B)(6) 2006. Current weight as of (B)(6) 2018: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Case became incident. Essure removal details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 29-year-old female patient who had essure (ess205) (batch no. 508837-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included pregnant, hair loss, multigravida and hernia repair nos. Previously administered products included for an unreported indication: depo provera from 2002 to (B)(6) 2007 and ortho evra from 2000 to 2001. Concurrent conditions included overweight, anesthesia, low back pain, surgery herniated nucleus pulposus and lumbar radiculopathy. Concomitant products included labetalol since (B)(6) 2006, nsaids since (B)(6) 2006 and paracetamol (acetaminophen) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and acne ("acne / skin acne"). On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia/ heavy bleeding"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)") and was found to have weight increased ("weight gain.") And hormone level abnormal ("hormonal changes"), 3 months 29 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2007, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), menstrual disorder ("menstrual bleeding"), mood swings ("mood swings"), vulvovaginal pain ("vaginal pain") and alopecia ("hair loss"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), ibuprofen, iron and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain had not resolved and the genital haemorrhage, menstrual disorder, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, acne, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, hormone level abnormal, vulvovaginal pain and alopecia outcome was unknown. The reporter considered acne, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2006: para 4-1-2-4 as per mr. Discripancy noted as per pfs: insertion date: (B)(6) 2006. Current weight as of (B)(6) 2018: 205 lbs. Plaintiffs received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.